Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed). Evaluation summary (B)(4) no anomalies found (B)(4) full lead.

Event description:
It was reported that the lead was attempted but not implanted. Another lead was implanted. No patient complications were reported as a result of this event.